Event description:
It was reported that before use the foley catheter balloon did not inflate.

Manufacturer narrative:
The reported event was confirmed to be supplier related. The reported failure was able to be reproduced. Based on the sample evaluation, there was no dent on the surface of returned catheter. Tested using lab syringe, unable to inflate the catheter. The issue is suspected due to be caused by the abnormality observed on the black stem part of the valve. Therefore, the reported event is confirmed as supplier related issue. Further investigation has been documented under (B)(4).. A review of the device labelling has been conducted for investigation purposed. The IFU is attached on the investigation overview element. A review of the lot file showed no rejects or rework associated with this issue. For the affected date code, the rejected units were recorded as in process scrap and will be disposed of after inspection. No non-conformities or discrepancies were identified in any of the dhrs. Therefore, no additional action required at this time. Corrections made to tab(s) d, f, h. Initial reporter name: (B)(6) hospital. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter name: (B)(6). This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that before use the foley catheter balloon did not inflate.